Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked liquid-crystal display controller. Unable to verify missing segments/partial display or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to insulin pump flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. Customer reported having a white flashing screen with the red notification light on. Customer is calling back with blank display after receiving new battery cap. There is no indication of issue being resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.